Manufacturer narrative:
(B)(4). Final analysis found insulation degradation at 15.0 cm from the connector pin. The outer coil was fractured adistal to the connector ring crimp sleeve. This damage likely contributed to the reported impedance issue.

Event description:
It was reported that the right ventricular lead exhibited high impedance. A chest- x-ray revealed that the lead had dislodged. The physician noted that the patient was a twiddler. The lead was successfully explanted and replaced. The patient was noted to be in good condition post surgery.

Manufacturer narrative:
Correction: previously reported results code should be , previously reported conclusion code should be, please update accordingly. Final analysis narrative was incorrect and not part of this report.